Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the battery depleted and shutdown due to customer not charging it. Blood glucose was 546 mg/dl which was addressed with a correction bolus. Customer loaded a new cartridge and resumed insulin delivery.